Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer reported that the insulin pump stopped working. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's blood glucose was 449 mg/dl at the time of hospitalization. The customer's blood glucose was 400 mg/dl at the time of call. The customer stated that they were nauseous. The customer stated that they were given treatment during the hospitalization. The customer stated that they were wearing the insulin pump during hospitalization. The customer declined to troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump passed the displacement accuracy test. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked reservoir tube, broken belt clip slot and minor scratched lcd window.